Manufacturer narrative:
Eval results: as received, the extension passed all functional tests and appeared in good condition. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00213. The pt received his scs system including a percutaneous lead and lead extension. It was reported that pt suffered multiple falls and lost stimulation as a result. Efforts to recapture therapy via reprogramming yielded limited success. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's extension. Upon explant, it was noted that the device was fractured. Stimulation was regained as a result of the aforementioned procedure; however, intraoperative testing of the lead revealed invalid impedance measurements for several contacts. The explanted extension was returned to the MFR; however, the lead in question remains implanted.